Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. A new multifunction cable was sent to the customer's facility. The customer was advised to discard the old multifunction cable. Analysis of reports of this type has not identified an increase in trend.